Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner cannot be assembled to mate with the tibial tray. The surgical technique was utilized. No pieces fell inside the patient. The procedure was complete with a second liner. Attempts have been made and no further information has been provided.